Event description:
The manufacturer received information alleging a ventilator's internal battery failed. The device was not in patient use. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.